Event description:
The consumer states he was using the chair to lift himself out of bed when the arm of the chair allegedly came out of the socket, causing the consumer to go over the chair and land with his hip on the top of an oak table. This allegedly resulted in a broken hip.

Manufacturer narrative:
Manufacturer contacted the va and was advised by the va that a repair was completed in 2008, but no details about this repair was recorded. Chair remains in use and no injury conformation has been received. Current user guide covers proper transfer methods. MDR filed as a conservative measure.